Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The entire system was explanted to resolve the issue. A sales representative stated the physician intended to use this crt-d to provide external temporary pacing. Boston scientific technical services (ts) suggested reprogramming the device if used off label.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The entire system was explanted to resolve the issue. A sales representative stated the physician intended to use this crt-d to provide external temporary pacing. Boston scientific technical services (ts) suggested reprogramming the device if used off label. Additional information confirmed the crt-d was explanted but remained in service as part of a temporary pacing system. The temporary pacing system was later removed.